Event description:
It was reported that during an unknown procedure, the device did not closed properly, it was very stiff. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Damaged cartridge shroud. The analysis results found that the instrument was received in good visual condition and with a cartridge reload loaded in the instrument. The cartridge reload was received with the knife shroud damaged; this damage is consistent with an improper loading of the reload. When loading the instrument, insert the cartridge by placing the alignment tabs into the alignment slots and pivoting the cartridge onto the cartridge fork. Snap the cartridge into position. If the reload is loaded improperly, it can result in damage to the knife shroud. This may appear as the device not closing or difficult to close. The instrument was tested for functionality with a test cartridge reload and it performed as intended. While no conclusion could be reached as to what may have caused the reported incident, it should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.